Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) female patient had a skin irritation. The patient reported that she had a sore on her back under the vibration box. The sore was bleeding. The patient's physician advised the patient to remove the device until the sore was healed. Follow-up indicated that the sore was improving.